Event description:
Customer reported that the sensor gave an inaccurate reading. He stated that when the sensor glucose reading was 120 mg/dl, the blood glucose reading was 212 mg/dl. He also stated that he had a sensor that stopped connecting and had to change it out before the sixth day. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.